Manufacturer narrative:
An intuitive surgical inc., (isi) field service engineer (fse) was dispatched to the site to further investigate the reported event. Fse powered on the system and noted error c-34 on the integrated electrosurgical unit (iesu) erbe. Fse performed the electrical safety test. Fse replaced the integrated electrosurgical unit (iesu) erbe to resolve the reported issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) did receive the integrated electrosurgical unit (iesu) erbe to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The component was analyzed and it was found to have an error c-34 on system logs. During testing, the erbe unit displayed error code c-34 upon startup, and the erbe logs also showed errors m-31, c-00 and m-11. The probable root cause is attributed to component failure on generator causing it to fault with voltage error.

Event description:
It was reported that during a da vinci assisted surgical procedure, the integrated electrosurgical unit (iesu) erbe was faulting with error c-34. An intuitive surgical inc., (isi) technical support engineer (tse) had customer change the monopolar energy to classic mode to get through the case. On the follow-up call, customer stated that c-34 error had returned while using the classic mode. They were able to complete the procedure. Tse asked if they had a force triad generator but, they did not. The procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The intuitive surgical inc., (isi) quality engineering (qe) team re-evaluated the reported complaint and obtained the following additional information : the probable cause of error c-34 is attributed to a faulty electrical component inside the erbe generator. This error indicates a lower voltage than expected during energy activation. This error can be resolved through troubleshooting or replacement of the generator.